Manufacturer narrative:
(B)(4). Evaluation results: gi bleed.

Event description:
The pt underwent the index procedure with pre-treatment balloon angioplasty and delivery of one assigned stent in the proximal rca and once assigned stent in the mid rca. There were no clinical sequelae. The angiographic core lab report is not available. The post-procedure course was uncomplicated and the pt was discharged on asa and clopidogrel. The pt reported to the site that she had been experiencing blood in her stool which began approximately one week post index procedure. The pt observed that she had approximately one teaspoon of blood in her stool per day but that the bleeding has resolved approximately 5 weeks later without treatment. The site reported that no source documents are available as the pt contacted her physician's office via telephone and no further evaluation or treatment was performed. (MFR 2953200-2011-00104).